Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 7092, serial# unknown, product type: accessory; product ID 3889-28, lot# v718508, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received noted that the patient received assistance from their doctor or manufacturer's representative and their concerns were resolved.

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient was having trouble with incontinence symptoms returning the last 3 days. The patient could not connect with patient programmer. The patient was not able to make adjustment both with or without antenna attached. The patient also encountered low patient programmer battery. The patient was to get new batteries and try to connect with and without antenna. The patient was to call back for patient programmer replacement if she still could not connect. If after the patient gets the patient programmer replacement and still can't connect, then the patient was to call back for hcp (healthcare provider) listing for (B)(6). Implant depletion is suspected in that case. The patient met with representative for implant check during the summer and she was told the battery should be good for a while. The patient changed batteries and she was still not able to connect with antenna. A problem with the patient programmer was reported. The patient was not able to make adjustment with antenna attached. The patient was able to use the programmer and change program s, the patient was on program 1 at 1.5v and the stim hurts "it's too much" . Patient services reviewed turning down stim and she has it on 1.3; it was comfortable. For 6 months, the patient was getting relief and then on sunday it went bad with return of incontinence . No falls or accidents were noted. The patient was redirected to the repair department. No patient harm reported. No item returned, c500. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).